Event description:
The customer contact reported a leak of a nuclear medicine isotope. The adapter was being used to deliver an unspecified nuclear medicine isotope using a power injector. It was reported that after the prepierced reseal of the male adapter plug was accessed with an unspecified needle, a leak of solution was noted from an unspecified location during the injection. The volume of solution that leaked was not specified. It was reported that solution did come in contact with the staff member at an unspecified location and was "washed off." There were no reported adverse effects to the pt or the staff. No medical interventions were reported. Though requested, no add'l info was provided.

Manufacturer narrative:
The customer indicated that the device was discarded. This report represents all the info known by the reporter upon query by hospira personnel. (B) (4).